Event description:
The customer reported the screen is black, defibrillator seems to not boot-up. There was no reported adverse pt impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.